Event description:
A customer contacted baxter's global technical service center to report an alarm on the homechoice (hc) machine during prime. While troubleshooting, the patient was instructed to bend the frangible. The home patient (hp) stated he was unable to bend the blue piece on the bag, but it became disconnected and started to leak, so he put it back together. The hp was advised to start over with new supplies since the bag had become disconnected and to contact the registered nurse (rn). There was no patient injury or medical intervention reported. This medical device report is against the cassette for the leak/connection issue.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. The sample is not available at this time. Should additional information become available, a follow-up report will be submitted.